Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/event information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient admitted to hospital on indication of infection. Cup and stem remain, but bearing, liner and caput were revised. A definitive root cause cannot be determined. As the lot information was not provided, validation of sterile certifications cannot be performed; therefore, the reported device cannot be excluded as a possible source of the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
It was reported that the patient underwent hip arthroplasty and was implanted with zimmer biomet product. Subsequently, the patient was revised due to infection. The liner, bearing, and head were exchanged. The stem and shell remain implanted. No operative records provided.

Manufacturer narrative:
(B)(4). D10: 010000667 g7 pps 3 hole acet shell 60g 7504836; 163660 biomet hip system, cocr, type 1 taper 28mm -6 7823235; 110024465 g7 dual mobility liner 46mm g 6686126; 163660 28mm dia cocr mod hd -6mm nk 7823235. G2: foreign: denmark customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.